Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured ~331-333 mm from the terminal end. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that an alert posted to the latitude website regarding this pacemaker device and right ventricular (rv) exhibiting oversensing of noise, with loss of capture, and right ventricular (rv) pacing impedance (greater than 3,000 ohms) which led to a lead safety switch. The patient was brought into the clinic for additional testing. High capture thresholds (5mv@ 0.4ms) where observed in bipolar configuration (0.7mv@0.4ms in unipolar configuration). During provocative maneuvers noise was reproduced. The physician suspects there to be a connection issue or lead breakage. The patient will be scheduled for a system replacement in the near future. At this time, the device remains implanted. No adverse patient effects were reported. Additional information was received, confirming the rv lead model/serial. Surgical intervention was performed, the rv lead was explanted, and a new rv lead was implanted. The physician reported that they were able to confirm the lead to device connection was good, and confirmed the lead fracture. The pacemaker device remains implanted, and the new lead provided normal measurements. The explanted rv lead has been returned, and analysis completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert posted to the latitude website regarding this pacemaker device and right ventricular (rv) exhibiting oversensing of noise, with loss of capture, and right ventricular (rv) pacing impedance (greater than 3,000 ohms) which led to a lead safety switch. The patient was brought into the clinic for additional testing. High capture thresholds (5mv@ 0.4ms) where observed in bipolar configuration (0.7mv@0.4ms in unipolar configuration). During provocative maneuvers noise was reproduced. The physician suspects there to be a connection issue or lead breakage. The patient will be scheduled for a system replacement in the near future. At this time, the device remains implanted. No adverse patient effects were reported. Additional information was received, confirming the rv lead model/serial. Surgical intervention was performed, the rv lead was explanted, and a new rv lead was implanted. The physician reported that they were able to confirm the lead to device connection was good, and there was a fracture seen in the rv lead during the procedure. The pacemaker device remains implanted, and the new lead provided normal measurements. The explanted rv lead is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.